Event description:
According to the reporter, during dialysis, the narrowing of one access port (red extension tube) was found and a resistance in drawing out the blood from patient was noticed. Nothing unusual observed aside from the reported issue. The catheter was not repaired and had no leak. Povidone iodine was the cleaning agent used on the device and was allowed to dry thoroughly. But no ointment was applied to the area after cleaning. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. There were no other products being utilized with the device. The clamps were not moved to a new location after each treatment. There was no medical intervention/treatment due to the event. It was stated that the dialysis was needed to be aborted. The treatment was not completed after the replacement since the doctor decided not to continue the dialysis because the patient¿s acidosis and urine output had already improved. The product was replaced with a new triple lumen to resolve the issue. There was noreported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received.the device was not returned, but a photo was available for evaluation. Visual inspection noted the image depicts the catheter extension tubes both filled with blood, the clamps are open and the extension tube for the red luer adapter has an indentation near the hub site. It was reported that there was an issue with the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, the narrowing of one access port (extension tube) was found and a resistance in drawing out the blood from patient was noticed. Nothing unusual observed aside from the reported issue. The catheter was not repaired and had no leak. Povidone iodine was the cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. There were no other products being utilized with the device. The clamps were not moved to a new location after each treatment. There was no medical intervention/treatment due to the event. It was stated that the dialysis was needed to be aborted. The treatment was not completed after the replacement since the doctor decided not to continue the dialysis because the patient¿s acidosis and urine output had already improved. The product was replaced with a new triple lumen to resolve the issue. There was no reported patient injury.